Event description:
In 2004, a left implantable ventricular assist device (ivad) pt, while at home, noticed a hissing sound from the percutaneous line exit site, and became short of breath. The pt immediately went to the hosp for further eval. While in the hosp the pt developed pneumo-thorax and subcutaneous emphysema, necessitating intubation and ventilation. The hosp decided to replace the pump, upon exposure the ivad in the pocket, air leakage was noticed close to the connection of the percutaneous line of the vad. The ivad was replaced via thoracotomy. The procedure was uneventful. On two days later, the hosp reported, the pt is recovering well, no signs of infection. The subcutaneous has disappeared, the pt has been extubated, is stable and remains supported by the replacement vad.

Manufacturer narrative:
The explanted ivad is expected to be returned to the distributor and then forwarded onto the MFR for eval. No further info is available at the time.